Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pc over ip (pcoip) was replaced and the cables were checked. The system then passed the system checkout and was found to be fully functional. The pcoip was returned to the manufacturer for analysis. Analysis found that the pcoip would boot cycle after a few minutes of operation. Analysis found that the reported event was related to a software failure. This issue was documented in a hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a minimally invasive surgery (mis) posterior lumbar interbody procedure. It was reported that intra-operatively, the camera cart monitor went black and showed the pc over ip (pcoip) connecting pop-up quickly and then video would come back. The camera stayed on throughout the occurrence. The site was able to continue with their case. There was no reported impact to patient outcome or surgical delay.